Event description:
Customer stated they purchased a philips sonicare 3 series gum health sonic electric rechargeable toothbrush, the vibration damaged my tooth's filling and chipped my tooth, I had to go into my dentist for dental work to fix it.